Manufacturer narrative:
The device has been received but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer stated that the 12 lead ECG will not display a waveform. The problem was noticed on a daily equipment check and was not on a pt.